Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Consumer reported they tried connecting to the recharger (insr) and heard 3 beeps. They woke up in pain and found out the ins wasn¿t working for pain. They tried to connect to the programmer and turn stimulation up but it wasn¿t doing anything. It was reported that they last had stimulation prior to about 1.50am the day of the report. They last charged a week prior. Family member connected the insr to the al screen and it showed #112. Moving the antenna around the numbers stayed above 102. It was reported that the programmer connected successfully, but the insr would not. Patient reported they had extreme pain in their legs/lower back and had difficulty walking. No further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 37751, serial# (B)(4). Product type recharger product ID 97754 serial# (B)(4). Product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the implant had died and the manufacturer representative had been able to reboot it and get it going six months or more ago. The caller thought end of service was seen at the time, but it was confirmed that the implant had restarted and troubleshooting resolved the issue.

Manufacturer narrative:
Product ID 37751, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received 2019-01-03. It was reported the patient mentioned being overdischarged and met with manufacturer representative (rep). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the ins was only holding a charge for three or four days and he used to go longer without charging the device. The patient said the issue started about 4 months ago. The patient mentioned that a few months ago his ins quit working all of a sudden. The patient met with a rep who checked the device and told him it may take a while to charge and jump start the patient's battery. The patient also mentioned that in (B)(6) 2019 the patient had pain where the implant was and where the wires plug into the battery. No further complications were reported.